Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath the rear therapy electrodes. The patient's physician advised the patient to apply cortisone cream to the irritation and to take an antihistamine. The patient reported that the irritation was improving.